Event description:
During the execution of the technical service bulletin, the field service representative observed corrosion on the architect ground strap. The ground strap was replaced without incident or injury.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.